Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that when attempting to upload insulin pump and was having difficulties. Customer reported of receiving a no delivery alarm and found that reservoir was empty. Customer's blood glucose was 452 mg/dl, which would be treated with bolus wizard. Customer was assisted.